Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with 250 units of insulin. Customer's blood glucose level was 346 mg/dl. Reportedly, the customer successfully changed the pump supplies and resumed insulin therapy.